Event description:
It was reported that the device locked-up after the 3 am self-test. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio upgraded the device software and observed proper device operation through functional and performance testing. The device was returned to the customer for use.